Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from her one 3186 octrode lead and requested a second lead to be implanted for additional coverage. As a result, the patient may be pending surgical intervention.

Event description:
Follow up information identified patient underwent surgical intervention to have new lead was implanted in addition to the existing lead on (B)(6) 2017. Postoperatively, effective therapy was reported.